Event description:
One baby with thin umbilical cord was clamped but the cord almost slipped out of the clamp. The facility was able to catch it in time so there was no bleeding and no testing was required.